Event description:
Customer reports the 3rd, 4th, and 6th connector pins on the inform system are discolored. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.